Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02332. It was reported that patient experienced several falls, and in turn, there were impedances and the l3 lead fractured and the l5 lead migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.